Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplement medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk, although it was reported that the event date was in mid (B)(6) 2009. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2010-00197. It was reported to boston scientific corp that two resolution clip devices were used during a esophagogastroduodenoscopy (egd). According to the complainant, during the procedure, following an endoscopic mucosal resection, the resolution clips were inserted down the scope and positioned within the stomach. However, when the clips were opened, it was noticed that the clips would not open to their full span. The clips did not grasp tissue. The clips were retracted and the devices were removed from the pt. The case was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.